Manufacturer narrative:
Analysis of the analyzer run data confirmed the false-positive results were caused by a potential tube leakage in a previous run, indicated by abnormal baselines observed in the run. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)

Event description:
The customer alleged discrepant results generated from the cobas liat system ((B)(4)). A customer from the united states alleged that they generated a potential false positive sars cov-2 and influenza b results with the cobas sars-cov-2/influenza a/b assay generated on the cobas liat system ((B)(4)). On (B)(6) 2021 the customer reported that they ran a sample on the cobas liat system ((B)(4)) that generated sars cov-2 positive, influenza b positive, influenza a invalid results. The customer repeated the test and analyzed the same patient sample on a different liat system that generated sars cov-2 negative, influenza b negative, influenza a negative results. Patient sample was collected using nasopharyngeal swab and viral transport media. The negative results were reported to the patient and or/ medical personnel treating the patient. The customer confirmed there was no allegation of harm to the patient. During review of the instrument data, another potential false positive flu b result was identified. Two mdrs, one per each patient result, will be filed.